Event description:
On (B)(6) 2014, a pharmacist contacted lifescan (lfs) (B)(4) on behalf of the lay user/patient alleging the patient¿s onetouch ultra 2 meter was displaying an error 1 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2014 at approximately 1pm. The patient reportedly manages her diabetes with 28 and 26 units of humulin insulin at unspecified times of the day. She reportedly did not take any action regarding her insulin in response to the alleged issue. The reporter claimed that approximately 8-8.5 hours after the alleged issue occurred, the patient developed symptoms of ¿hot, sweaty and blurred vision¿ which she associated with low blood glucose. The patent reported that she went to a local doctor¿s office to get her blood glucose checked, but did not provide the result obtained or type of device used. The patient reported that she did not receive any medical treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient and subject products have been requested back for investigation. This complaint is being reported because the patient reportedly was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/14/2014). The patient¿s meter has been returned on 12/2/2014 and evaluated by life scan product analysis on 12/4/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective eeprom u6. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.